Event description:
Residents were attempting arterial line insertion in left radial artery. Micropuncture kit utilized without incident until the guide wire was to be removed. The guide wire was partially removed when resistance was felt and the guide wire was discovered to be frayed. Vascular residents attempted to remove the wire with concern regarding the resistance felt. They prepared for a cut down and after starting and initial incision, the wire was able to be removed intact.